Event description:
Related manufacturer reference number: 3006705815-2023-05857. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention took place wherein the scs system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126089.